Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated he disconnected and then reconnected prior to the alarm. A batch review was not performed because the lot information was not known. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported two months post implant a (B)(4) adjustable gastric band erosion was experienced by the patient. The band was removed. During removal, the left gastric artery had eroded into the band. As the surgeon removed the band everything was fine. However when he withdrew a massive bleeding occurred. Visibility was limited. The operation was converted to open to control the bleeding. Patient is fine. No further information/dates is available on the product or surgery. The surgeon believes the problem is not specific to this band. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 2. The technical service representative (tsr) explained to the hp that the se 2240 indicates a large amount of air has entered the cassette. The hp stated he would complete therapy via manual exchange. The hp stated he disconnected and then reconnected prior to the alarm. The tsr advised the hp that when he disconnects, to ensure he puts caps on patient line and transfer set. The tsr also advised the hp to reconnect before hc advances to the next step. The tsr advised the hp to contact the peritoneal dialysis nurse to inform of the se 2240. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.